Manufacturer narrative:
The device was manufactured april 13, 2017 ¿ april 14, 2017. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. The bladder was microscopically examined for any signs of an abnormality that would have caused the rupture; no issues were found. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling with fluorouracil. The device had already been filled with an unspecified amount of saline solution with no issues noted. There was no patient involvement. No additional information is available.